Manufacturer narrative:
(B)(4).

Event description:
Procedure type: ladg - lap assisted distal gastrectomy. According to the reporter: the device did not cut well from the beginning of the procedure. A new device was opened to complete the procedure. There was no bleeding, no tissue damage, no additional tissue loss. Operating room time was not extended.